Manufacturer narrative:
Weight, ethnicity, race:unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -11.0/1.5/169 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2022. On 26-(B)(6) 2022, the lens was exchanged for a longer length lens due to low vaulting without rotation. The problem was resolved. Cause reported as unknown.